Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump did not charge despite placement on a charging pad that showed a solid green indicator, with battery level decreasing during charging attempts and the device failing to power on when shut down; the same behavior occurred on an alternate charger, while the user¿s phone charged normally on the pad. Symptoms included no adverse clinical effects and a blood glucose value of 100 mg/dl. Outcomes included replacement of the charger and ilet and guidance to shut down the device, return the original unit, and restart therapy on the replacement, with continued cgm use via dexcom app or receiver. Investigation included troubleshooting with alternate power accessories and review of device use, followed by replacement and planned return of the original device for assessment. Investigation of this device revealed a suspected device power/charging malfunction isolated to the ilet hardware, not the external chargers, consistent with a charging circuitry or power management fault. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to charging or power management.